Event description:
A customer contacted beckman coulter inc. (Bci) regarding unexpected reactive and equivocal toxoplasma igg results generated by the access 2 immunoassay system on three different patient samples. Upon repeat on this instrument and on an alternate method the results were negative. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Event description:
N/a

Manufacturer narrative:
This reportable event was identified during a retrospective review of complaints within the date range (B)(6) 2010.

Manufacturer narrative:
Some samples were sent to customer product line support (cpls) for further testing. Results are pending to date. There is no indication that service was dispatched for this event. A clear root cause has not been determined for this event.